Event description:
The facility representative reported a device with a condition of depleted battery. This condition occurred during patient therapy. The event occurred in the patient,s room. Therapy was stopped for an unknown period of time according to the facility representative. The pump was swapped out. IV therapy drug was being infused. There was no patient injury , adverse event or medical intervention associated with this report. There was no other information available.

Event description:
Reportedly, the ring was explanted at implant due to regurgitation. Per the cer: "that the ring was explanted at implant because of the regurgitation. No further details were provided. The device will be not returned (discarded)." The date of explant is unknown; therefore the aware date is being used as the occurrence date. Information was learned from the implant patient registry.

Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
There is an ongoing CAPA investigation. (B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). The device was received and evaluated by baxter. The reported condition of the channel select button not functioning was confirmed and duplicated in the evaluation. Upon completion of baxter's investigation, the device will be routed to our service department for appropriate repairs prior to being sent back to the customer.

Event description:
The customer's technical specialist reported to the service depot on 20 august 2009 that on an unknown date, during biomed service, the channel select button did not function; the pump did not react when the button was pressed. The channel select button did not stick to the keypad. There were no audible/visible alarms or failure codes that occurred. There was no evidence of possible tampering. The pump was not loaded at the time. It is unknown when the last service date was for the pump. It is unknown if the software had been updated with the latest updates. It is also unknown if the pump had been serviced at another facility other than baxter. There is not an adverse event, patient injury or medical intervention associated with this report. At this time there is no further complaint information available from the customer.